Manufacturer narrative:
The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited air/water-cylinder with foreign material and the inside of the light guide lens was stained. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the air and water cylinder, but it was not possible to identify the foreign object. Due to a leak failure in the scope cover, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Additionally, dirt (foreign matter) could be confirmed inside the light guide (lg) lens, but the dirt (foreign matter) could not be identified. It is likely that moisture entered the lg lens due to the adhesive around the lg lens peeling off due to physical stress caused by hitting the tip of the scope or dropping the tip, or chemical stress due to the chemical solution used. The detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.